Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and confirmed the reported issue. The cse replace the breath delivery unit (bdu) printed circuit board assembly (pcba) and installed the current software revision to the newly installed pcba. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.

Event description:
A report was received stating that an 840 ventilator stopped cycling while connected to a patient. Though requested, no additional information pertaining to the event has been obtained by the manufacturer. There were no patient injuries reported.